Event description:
It was reported that the left ventricular (lv) lead had no capture. The lv lead was explanted and not replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv lead had dislodged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.